Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of implant/ malposition of essure device location of device: perforated my uterus, migration of essure device location of device: from tube through uterus/ right essure was embedded within the right uterus adjacent to gestation sac'), fallopian tube perforation ('perforation (fallopian tube)') and pregnancy with contraceptive device ('unintended pregnancy/ pregnancy') in a 31-year-old female patient who had essure (batch no. 898934) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index high, gravida ii, parity 4, preterm labor, painful hips, vaginal discharge, sore back, ovarian cyst, vaginal cyst, constipation, vaginal cyst excision, pelvic mass, chlamydial infection, asthma, unspecified and infection mrsa. Findings: there is a single intrauterine gestation present. Impression: 1. There is what appears to be an early intrauterine gestation present with average age approximately 6 weeks 2 days based on gestational sac size, with estimated date of delivery not calculated. By clinical dating, age is compatible with 8 weeks 1 day, with estimated date of delivery (B)(6) 2015. 2. No obvious cardiac activity is identified in the tiny fetal pole and very small gestational sac which is likely very early for dates impression: 1. Single viable intrauterine pregnancy with a crown rump length measuring 0.69 cm corresponding to 6 weeks 4 days gestation and edd (B)(6) 2016. This is 18 days later than the edd based off last menstrual period dating. 2. Fetal heart rate 118 bpm. 3. Likely per gestational sac hemorrhage posterior to the gestational sac with area of cystic change seen adjacent to the gestational sac inferiorly which probably represents a sub chorionic hemorrhage? 4. Likely corpus luteal cyst in the right ovary. Concurrent conditions included abdominal pain, nausea, vomiting, red rash, itching, pregnancy, corpus luteum cyst, leg pain, swelling of legs, vulvovaginal pain, pain in hip, genital bleeding, dizzy, heartburn, left lower quadrant pain, pressure in vagina, genital discharge abnormality, bleeding breakthrough, multigravida ((B)(6) 2011: 39week's 1 day: normal spontaneous (B)(6) 2003: 38 weeks: normal spontaneous (B)(6) 1997: 39 weeks: normal spontaneous (B)(6) 2016: 37week's 4 day: vaginal spontaneous), parity 4 ((B)(6) 2011: 39week's 1 day: normal spontaneous (B)(6) 2003: 38 weeks: normal spontaneous (B)(6) 1997: 39 weeks: normal spontaneous (B)(6) 2016: 37week's 4 day: vaginal spontaneous), endosalpingiosis, adnexa uteri mass and mass excision. Concomitant products included caffeine;codeine phosphate;paracetamol (tylenol no.1) since (B)(6) 2016, docusate sodium (colace), docusate sodium since (B)(6) 2011, folic acid, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, ibuprofen since (B)(6) 2011, ketorolac tromethamine since (B)(6) 2011, minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2015 and promethazine since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower ("abdominal cramping"), abdominal discomfort ("abdominal discomfort") and muscle spasms ("muscle spasm"). In 2015, the patient experienced acute stress disorder ("psychological or psychiatric problems condition: acute stress"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 8 months after insertion of essure. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and back pain ("back pain") and was found to have weight increased ("weight gain/ constant gain unable to take off"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, acute stress disorder, weight increased, abdominal pain lower, abdominal discomfort and back pain outcome was unknown and the muscle spasms was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal discomfort, abdominal pain lower, acute stress disorder, back pain, fallopian tube perforation, muscle spasms, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: hysteroscopic probe was used to clear off the thin membrane covering the ostium. The right ostium now fully visualized. Essure coil was place and 8 rounds were counted at right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Pathology test - on (B)(6) 2016: 1. Essure coil (right), removal: - essure coil (right) as described. 2. Benign para salpingeal cyst, left. 3. Essure coil and segment of fallopian tube, left. 4. Segment of fallopian tube, right gross description: : 1. Received in formalin labeled "right essure coil" and consists of a single metallic wire consistent with a coil measuring 15 cm in length and 0.1 cm in diameter. A minimal amount of soft tissue is attached to the specimen. 2. Received in formalin labeled "left para tubal mass" and consists of an irregular tan-pink membranous piece of tissue measuring 1.5 x 0.8 x 0.3 cm. 3. Received in formalin labeled "left essure coil and fallopian tube" and consists of a fallopian tube with a fimbriated end measuring 5.2 cm in length and ranges in diameter from 0.6 cm proximally to 1.2 cm distally. The serosa is red-purple and is not intact. A metallic coil is present inside and outside of the fallopian tube. 4. Received in formalin labeled "right fallopian tube" and consists of a fallopian tube with a fimbriated end measuring 6.4 cm in length and ranges in diameter from 0.8 cm proximally to 1.2 cm distally.. Ultrasound scan - on (B)(6) 2015: ultrasound <14 weeks, singleton: 1. Viable intrauterine pregnancy with crown-rump length consistent with 12 weeks 3 days gestation 2. Ultrasound today confirms e do of 4/24/16 3. Left essure coil appears to be appropriately situated in the left fallopian tube 4. Right essure coil is embedded within the right uterus adjacent to the gestational sac, a small portion may track into the right cornua and fallopian tube 5. No adnexal masses noted; on (B)(6) 2015: 1. Biometric measurements consistent with 18 weeks 5 days gestation, confirms edd of 4/24/2016 2. Normal fetal anatomy with limited views of heart, face, nose/lips, and 5 digits. No abnormalities suspected 3. No sonographic markers for fetal aneuploidy visualized 4. Normal amniotic fluid volume 5. Normal anterior placenta 6. Left essure coil appears to be appropriately situated in the left fallopian tube 7. Right essure coil is embedded within the right uterus adjacent to the gestational sac. It is seen separate from the placenta and fetus 8. A small, 1.4 cm fibroid is seen in the posterior uterine wall. 9. A small, 1.4 cm paraovarian vs tubal cyst is seen in the left adnexa. Ultrasound scan vagina - on (B)(6) 2015: the coil had moved from the tube and was half in the uterus and half in the fallopian tube. It would be a high risk pregnancy due to migrating coil. Possibility it could puncture the sac. Multiple checks there after.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product information details updated. Product indication female sterilization updated. Lab data updated. Other relevant history and lab data updated. Pregnancy outcome changed. Lot number newly added. Events: psychological or psychiatric problems condition: acute stress, weight gain/ constant gain unable to take off, abdominal cramping, abdominal discomfort, muscle spasm, back pain, perforation (fallopian tube), high risk pregnancy, were newly added. On (B)(6) 2019: new mr received. New reporters, plaintiffs information added. Concomitant conditions and drugs added, historical conditions and lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of implant/ malposition of essure device location of device: perforated my uterus, migration of essure device location of device: from tube through uterus/ right essure was embedded within the right uterus adjacent to gestation sac'), fallopian tube perforation ('perforation (fallopian tube)') and pregnancy with contraceptive device ('unintended pregnancy/ pregnancy') in a 31-year-old female patient who had essure (batch no. 898934) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index high, multigravida, parity 4, preterm labor, painful hips, vaginal discharge, lumbar pain, ovarian cyst, vaginal cyst, constipation, vaginal cyst excision, pelvic mass, chlamydial infection, asthma, unspecified and infection mrsa. Findings: there is a single intrauterine gestation present. Impression: 1. There is what appears to be an early intrauterine gestation present with average age approximately 6 weeks 2 days based on gestational sac size, with estimated date of delivery not calculated. By clinical dating, age is compatible with 8 weeks 1 day, with estimated date of delivery (B)(6) 2015. 2. No obvious cardiac activity is identified in the tiny fetal pole and very small gestational sac which is likely very early for dates impression: 1. Single viable intrauterine pregnancy with a crown rump length measuring 0.69 cm corresponding to 6 weeks 4 days gestation and edd (B)(6) 2016. This is 18 days later than the edd based off last menstrual period dating. 2. Fetal heart rate 118 bpm. 3. Likely per gestational sac hemorrhage posterior to the gestational sac with area of cystic change seen adjacent to the gestational sac inferiorly which probably represents a sub chorionic hemorrhage? 4. Likely corpus luteal cyst in the right ovary. Concurrent conditions included abdominal pain, nausea, vomiting, red rash, itching, pregnancy, corpus luteum cyst, leg pain, swelling of legs, vulvovaginal pain, pain in hip, genital bleeding, dizzy, heartburn, left lower quadrant pain, pressure in vagina, genital discharge abnormality, bleeding breakthrough, multigravida (B)(6) 2011: 39weeks 1 day: normal spontaneous (B)(6) 2003: 38 weeks: normal spontaneous (B)(6) 1997: 39 weeks: normal spontaneous (B)(6) 2016: 37weeks 4 day: vaginal spontaneous), parity 4 ((B)(6) 2011: 39weeks 1 day: normal spontaneous (B)(6) 2003: 38 weeks: normal spontaneous (B)(6) 1997: 39 weeks: normal spontaneous (B)(6) 2016: 37weeks 4 day: vaginal spontaneous), endosalpingiosis, adnexa uteri mass and mass excision. Concomitant products included caffeine;codeine phosphate;paracetamol (tylenol no.1) since (B)(6) 2016, docusate sodium (colace), docusate sodium since (B)(6) 2011, folic acid, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, ibuprofen since (B)(6) 2011, ketorolac tromethamine since (B)(6) 2011, minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2015 and promethazine since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower ("abdominal cramping"), abdominal discomfort ("abdominal discomfort") and muscle spasms ("muscle spasm"). In 2015, the patient experienced stress ("psychological or psychiatric problems condition: acute stress"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 8 months after insertion of essure. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and back pain ("back pain") and was found to have weight increased ("weight gain/ constant gain unable to take off"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, stress, weight increased, abdominal pain lower, abdominal discomfort and back pain outcome was unknown and the muscle spasms was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal discomfort, abdominal pain lower, back pain, fallopian tube perforation, muscle spasms, pregnancy with contraceptive device, stress, uterine perforation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: hysteroscopic probe was used to clear off the thin membrane covering the ostium. The right ostium now fully visualized. Essure coil was place and 8 rounds were counted at right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Pathology test - on (B)(6) 2016: 1. Essure coil (right), removal: - essure coil (right) as described. 2. Benign para salpingeal cyst, left. 3. Essure coil and segment of fallopian tube, left. 4. Segment of fallopian tube, right gross description: : 1. Received in formalin labeled "right essure coil" and consists of a single metallic wire consistent with a coil measuring 15 cm in length and 0.1 cm in diameter. A minimal amount of soft tissue is attached to the specimen. 2. Received in formalin labeled "left para tubal mass" and consists of an irregular tan-pink membranous piece of tissue measuring 1.5 x 0.8 x 0.3 cm. 3. Received in formalin labeled "left essure coil and fallopian tube" and consists of a fallopian tube with a fimbriated end measuring 5.2 cm in length and ranges in diameter from 0.6 cm proximally to 1.2 cm distally. The serosa is red-purple and is not intact. A metallic coil is present inside and outside of the fallopian tube. 4. Received in formalin labeled "right fallopian tube" and consists of a fallopian tube with a fimbriated end measuring 6.4 cm in length and ranges in diameter from 0.8 cm proximally to 1.2 cm distally.. Ultrasound scan - on (B)(6) 2015: ultrasound <14 weeks, singleton: 1. Viable intrauterine pregnancy with crown-rump length consistent with 12 weeks 3 days gestation 2. Ultrasound today confirms e do of 4/24/16 3. Left essure coil appears to be appropriately situated in the left fallopian tube 4. Right essure coil is embedded within the right uterus adjacent to the gestational sac, a small portion may track into the right cornua and fallopian tube 5. No adnexal masses noted; on (B)(6) 2015: 1. Biometric measurements consistent with 18 weeks 5 days gestation, confirms edd of 4/24/2016 2. Normal fetal anatomy with limited views of heart, face, nose/lips, and 5 digits. No abnormalities suspected 3. No sonographic markers for fetal aneuploidy visualized 4. Normal amniotic fluid volume 5. Normal anterior placenta 6. Left essure coil appears to be appropriately situated in the left fallopian tube 7. Right essure coil is embedded within the right uterus adjacent to the gestational sac. It is seen separate from the placenta and fetus 8. A small, 1.4 cm fibroid is seen in the posterior uterine wall. 9. A small, 1.4 cm paraovarian vs tubal cyst is seen in the left adnexa. Ultrasound scan vagina - on (B)(6) 2015: the coil had moved from the tube and was half in the uterus and half in the fallopian tube. It would be a high risk pregnancy due to migrating coil. Possibility it could puncture the sac. Multiple checks there after.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.